Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 123 mg/dl. Customer reported she was walking and she thinks it was to hot and sweat got into the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The device was received with minor scratched display window. The device was received with cracked case at display window corner, battery tube threads, reservoir tube lip, reservoir tube, and belt clip slot. The device was received with missing end cap sticker.